Manufacturer narrative:
The event occurred in (B)(6).

Event description:
On (B)(6) 2014, it was reported that there was a vertical line going across the display of the patient's blood glucose monitor that could lead to misinterpretation of the values displayed on the device. No adverse event was reported. The blood glucose monitor requested to be returned for product evaluation.